Event description:
According to the reporter: during tlh - total laparoscopic hysterectomy ,clarify light did not turn on when the on/off button was depressed the surgeon not sure if the unit turned on or the light wasn¿t working correctly. The clarify unit was partially placed on half of the drape and half on the patient. Placement of the unit was done by the adhesive backing and with a hemostat. The adhesive backing was placed on both patient and drape. The hemostat was placed on the adhesive backing and on the drape. The fluid from the unit spilled onto the patient / drape when the unit tipped over. Unit was upright the entire time in the case except for the time it spilled a burn mark was noticed when the clarify unit was removed from the surgical site. Drape was wet in the area of the clarify after the procedure was completed, but according to surgeon this is normal. Unit was not hot to the touch when removing the unit after the case. No burn marks were present on the drape after the case. The surgical case took approximately 2.5 hours to complete. There was injury noted to the patient. Patient status: alive - with injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device and (B)(6) photographs. The event report alleges the product was not used in a surgical procedure and the product analysis confirmed it had not been used. The account stated that the device used in the complaint would not be returned and another unit would be returned instead. The device had no damage to internal or external housing or components. The power button had not been pressed and the switch was in the off position. Functionally, the switch was moved to the on position and the device turned on and heated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.